Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer successfully reloaded the same cartridge and resumed insulin before contacting technical support, resolving the issue.